Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the reported problem "not infusing after alarm cleared" was not reproduced. Evaluation was able to load a set, program and run an infusion to completion with no alarms or errors occurring. A review of the event history log showed multiple occurrences of air in line alarms that could have contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as air in line alarms however no component issue was identified. Full release testing and air in line calibration will be performed to ensure proper functionality of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to infuse after an alarm was cleared. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "not infusing after alarm cleared" was not reproduced. Evaluation was able to load a set, program and run an infusion to completion with no alarms or errors occurring. A review of the event history log showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Full release testing will be performed to ensure proper functionality of the device. Should additional relevant information become available, a supplemental report will be submitted.